Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebw0101 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (rebw0101) have been reported from the same (B)(6) facility.

Event description:
It was reported that from (B)(6) 2018 to (B)(6) 2018, there were a total of four cases of rough end of the puncture guidewire on the of seldinger and therefore the microintroducer sheath could not be inserted. This report addresses device one.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Guidewire was returned for evaluation. An initial visual observation showed the guidewire was unraveled and its core wire was broken. A microscopic observation of the proximal end of the unraveled guidewire revealed the weld tip was missing. Striations were observed on the proximal end of the core wire, indicating the guidewire was most-likely cut with a ground-sharpened instrument. A lot history review (lhr) of rebw0101 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (rebw0101) have been reported from the same (B)(4) facility.

Event description:
It was reported that from (B)(6) 2018, there were a total of four cases of rough end of the puncture guidewire on the of seldinger and therefore the microintroducer sheath could not be inserted. This report addresses device one.